Event description:
It was reported that during implant procedure, insulation of patient's right ventricular (rv) lead was damaged while slitting catheter. The lead was not installed, and procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported, event of insulation damage was confirmed. As received, a complete lead was returned in two pieces. Visual inspection found damaged outer insulation at the middle region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was consistent with procedural damage. No other anomalies were found.